Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the subject kora 250 dr pacemaker was found in standby mode when interrogated in the box. It was reported that it was in the vicinity of another pacemaker. It was decided not to use the subject pacemaker and it was re-initialized. Preliminary analysis confirmed the reported behavior and revealed that the switch in standby mode was most probably caused by cross-talk with the other pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2019, the subject kora 250 dr pacemaker was found in standby mode when interrogated in the box. It was reported that it was in the vicinity of another pacemaker. It was decided not to use the subject pacemaker and it was re-initialized. Preliminary analysis confirmed the reported behavior and revealed that the switch in standby mode was most probably caused by cross-talk with the other pacemaker.